Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for obsessive compulsive disorder (ocd) and movement disorders. The rep reported that the patient was having difficulty charging one of their ins's. The rep reported that the patient had to push really hard against their chest to charge and once they got it there they could charge but it wasn't easy. The rep reported that if they didn't press down hard while charging coupling was not adequate. The rep reported that they received an email today from the hcp reporting that the left side battery had reached 0% and was depleted, but they could not seem to charge it. The rep reported they would follow up with the patient to check the ins with the patient programmer. No patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Due to (B)(4) harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep reported that they met with the patient on (B)(6) 2018 and re-educated them on recharging and where to place the recharger. The rep reported that they got great coupling by teaching the patient how to feel for the ins for optimal placement and charging. The rep reported the patient ran through it several times on both sides until they felt comfortable with the process.the rep reported showing the patient the frequency of recharging intervals using the clinician tablet to reinforce that due to high output on the ins, they were not charging frequently enough. The rep reported speaking to the patient again on (B)(6) 2018 and they reported that they felt comfortable and were not having any further issues. No further patient complications have been reported as a result of this event.